Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No previous similar reported complaints on the lot. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On march 07, 2025, palette life sciences received a notification from a [distributor] in the UK. It was reported that "during a patient procedure, [physician] tried to inject the deflux through the needle, however the syringe broke. No cuts or abrasions to clinician reported."

Manufacturer narrative:
(B)(4).

Event description:
On march 07, 2025, palette life sciences received a notification from a [distributor] in the UK. It was reported that "during a patient procedure, [physician] tried to inject the deflux through the needle, however the syringe broke. No cuts or abrasions to clinician reported.